Event description:
During an unspecified procedure, the suture broke. The surgeon applied another product. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
7/15/97-supplemental report #1 submitted to FDA. The product returned was not manufactured by ussc. Therefore, the cause for the difficulty reported could not be determined.